Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer has taken correction via syringe. The customer was offered to troubleshoot for high blood glucose and he declined. The customer was assisted in programming the replacement. Customer was assisted in making basal rate adjustment according to the settings from his old pump.